Manufacturer narrative:
H2: additional information was received about the initial reporter and e2, e3 and g3 have been corrected. H3/h6: the relay was returned and analyzed. The complaint was confirmed. The relay failed bench test, terminals 1-2 were shorted together internally. This was verified with both resistance and diode testing. The relay was faulty. Codes 10, 4203 and 4307 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced and hardware parts were replaced. The system was then performing as intended and passed all checkouts. Concomitant medical products: relay bi30000159 7 amps dc 0-500 vdc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system was not getting to 2d mode and was permanently in initializing mode. The site was advised to shutdown/restart both the image acquisition station (ias) and the mobile viewing station (mvs) which was tried multiple times without success. A representative went to the site and after a number of restarts was able to get the system into 2d mode. It was discovered that the generator had remained powered on even after shutting the ias down and removing the umbilical cable. It was confirmed that the x-ray solid state relay (ssr) was short circuited. The ssr was replaced and the system began performing as intended. There was no patient present at the time of the event.